Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance with inputting his basal rates into a new insulin pump. Customer reported having a blood glucose level of 470 mg/dl recently due to not having the correct settings. The customer was advised to speak with his health care provider. The insulin pump was not replaced or returned for analysis.